Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the tip cover was burnt. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is assumed that this event occurred when the tip of the instrument was not visible in the endoscope's field of view or when high-frequency ablation was applied close to the endoscope's tip. The event can be detected/prevented by following the instructions for use which state: 3.3 inspection of the endoscope 4.3 using endotherapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the tip cover was burnt. There was no patient involvement.